Event description:
It was reported that the pump battery was depleting too quickly, although this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app as a corrective measure and to monitor if battery depletion exceeded 35% per day, which the customer acknowledged.